Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The results of the returned device analysis indicated that release crimper was loosely threaded to the crimping cam, which likely manifested as the reported difficult to deploy clip issue. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. An expanded review was conducted which identified that the reported clip actuation issue was potentially caused by manufacturing. No action is considered at this time as there is no indication that a larger population of devices is predisposed to this failure mode. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This mitraclip report is being filed as the clip was difficult to deploy, requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3 in a patient with a rotated heart. During clip delivery system (cds 60527u113) advancement, more m knob was used due to the rotated heart, placing more tension on the delivery system than usual. The clip successfully grasped the mitral leaflets. While obtaining leaflet insertion, approximately 80% of the clip was closed. The clip continued to close without applied excessive force when a clicking noise was heard. Following, the arm positioner was able to turn without any resistance. The clip was fully closed. The mr reduction and leaflet insertion were satisfactory so the decision was made to continue with clip deployment. The final arm angle was performed with again no resistance felt while turning the arm positioner. Deployment continued per instructions for use (IFU). The clip however would not separate from the delivery system. Slight turning of the delivery catheter (dc) and guide proved unsuccessful. The clip was noted stable and fixed to the dc. The actuator knob was retracted further. Upon retraction, the actuator knob including the crimping cam easily pulled out. The actuator mandrel stayed attached inside the device. The physician clamped the mandrel and turned the mandrel 8 more times. The mandrel was pulled back about 5 millimeters (mm) when the clip deployed from the delivery system. The clip remained attached to both leaflets and the mr was reduced to grade 2. A second clip was implanted medial to the first clip, reducing the mr to grade 1. There was no additional information provided.